Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was noted that the patient was having patellar pain due to pressure on their native patella. This required the patient to undergo a patellar resurfacing procedure during which the poly was revised five years status index procedure. There was no indication or allegation of failure or malfunction related to the poly and the poly was not identified as a contributing factor to the pain being experienced by the patellar pain. Therefore, this revision was related to disease progression of the patella. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
From additional information received, the patella resurfacing surgery was performed due to patella pain from pressure on a previously un-resurfaced patella.

Manufacturer narrative:
(B)(4). Concomitant medical products: lps-flex gsf opt sz e-r, catalog #: 00-5764-015-52, lot #: 63099325. St prc tib plt size 3, catalog #: 00-5980-037-01, lot #: 62992024. Stem implant 15mmdx75mm, catalog #: 00-5988-012-15, lot #: 63260059. Unknown bone cement, catalog #: unknown, lot #: unknown. Report source: (B)(6). Customer has indicated that the product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised for an articular surface prosthesis exchange, synovectomy and patella resurfacing. Attempt for further information has been made, but no further information has been provided.